Manufacturer narrative:
(B)(4). Concomitant product(s): pt-113950 pt hybrid glen post regenerex 000760; 118001 versa-dial/comp ti std taper 926580; 113042 versa-dial 46x18x53 hum head 681390; 113630 comp primary stem 10mm mini 932080; 110003484 access 3.2mm thd steinmann 9 957650; 405800 comp. Rev shldr 9 in steinmann 898870. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 04442.

Event description:
It was reported that the patient underwent revision right shoulder arthroplasty due to glenoid baseplaste disassociation from the regenerex post. Attempts to obtain additional information have been made; however, no more is available at this time.

Event description:
No additional information is available to report at this time.

Manufacturer narrative:
The follow up report is being reported based on the additional information received. The complaint can be confirmed based on the returned devices. Visual inspection of the returned device shows fractured glenoid and the post having the broken piece. The post has good bone growth. The glenoid has wear marks all over the articulating surface. Sem analysis of the fractured piece identified, the glenoid base insert likely fractured due to fatigue. Most of the fracture surface appeared to have smeared post fracture. Eds elemental analysis showed that it is consistent with material specifications. Review of device history records found these units were released to distribution with no related deviations or anomalies. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.